Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site, which was infected. Physician placed the patient on IV antibiotics. Two weeks later, the physician brought the patient into the operating room, opened the neck incision, removed subcutaneous tissue, flushed the pocket, tucked the stimulation lead, and closed the site.

Event description:
Patient presented back to the physician with an infection at the chest incision site and purulent discharge from both incision sites. Physician brought the patient into the or, and upon surgical evaluation, it was also noted that the stimulation lead had eroded through the skin at the neck. Physician removed the entire inspire system. Postoperative antibiotics were prescribed.